Manufacturer narrative:
Steris offered in-service training on the proper use and operation of the exacto cold snare; however, the user facility declined no additional issues have been reported.

Event description:
The user facility reported that during a procedure involving an exacto cold snare, the snare loop detached from the drive cable. The snare was retrieved, and the procedure was completed successfully. No report of injury.

Manufacturer narrative:
The device subject of the reported event was discarded and cannot be returned to steris endoscopy for evaluation. The device history record was reviewed and confirmed the device was manufactured to specification. There have been no other complaints associated with this lot. Statements from the instructions for use packet include, "prior to clinical use, inspect and familiarize yourself with the device. If there is evidence of damage, do not use this product and contact your local product specialist. Attempting to advance the handle to the open position with too much speed or force, attempting to pass or open the device in an extremely articulated endoscope, attempting to actuate the device in an extremely coiled position, and/or, attempting to actuate the device when the handle is at an acute angle in relation to the sheath." Steris has offered in-service training on the proper use and operation of the exacto cold snare; however, we are awaiting the user facility's response. A follow-up MDR will be submitted when additional information becomes available.